Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had the implant for bowel incontinence and had been working wonderfully until 2 days prior to the report. The patient reported that she had to eliminate frequently. The patient reported that she sometimes had diarrhea and also had some leakage. The patient reported that she increased stimulation 2 days prior to the report and still had some leakage occasionally. The patient reported that the device was helping but she thought she had just been ¿spoilt¿ because she had 100% relied until she got ill. The patient reported that she had much more than 50% relief because she was only having 10% of a problem. There were no medical procedures or emi that could be related to this issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that turned up device one number after speaking with manufacturer representative. They did not notify their healthcare provider of the issue because they were leaving on a 3-week trip; they would see them in (B)(6). However, they have had no further problems since recovering from their illness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.